Manufacturer narrative:
Although a temporal relationship between the patient's difficulty draining on the cycler and presence of fibrin necessitating patient to terminate ccpd therapy, requiring emergency room visit for confirmed diagnosis of peritonitis and subsequent hospitalization for peritonitis and fresenius devices exists. The etiology and causality is unknown. The nurse hypothesized it could be due to a breach in technique or due to a recent d&c the patient had prior to developing peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported draining slowly during treatment. During trouble shooting the patient found fibrin coming out of the patient line. The patient was advised to contact her pd nurse. During follow up the patient's nurse reported the patient was hospitalized starting (B)(6)2017 for peritonitis. The culture was negative for growth. The source of the infection was not known. The patient was treated with antibiotics including vancomycin. The patient also had a recent dilation and curettage that could not be ruled out as a potential source of infection. The patient was reported to be recovering from the event.